Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with full mtx surface texturing and microgrooves (tsvtwb10) was returned for investigation. Visual inspection of the as returned product identified a device covered with bone residue. Appropriate documentation was reviewed. DHR review for the lot (62840506) had revealed no deviations nor non-conformance which could have caused or contributed to allergic reactions after implantation. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization records (st # 2620). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (62840506) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur and the event could not be verified through visual inspection of the returned implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, expiration date and UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed after the patient developed an allergic reaction and experienced pain. Tooth location 30.